Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the clinic after receiving a vibratory alarm. During the clinic follow up, it was found that the device was in back-up vvi mode. The firmware was downloaded to resolve the issue and normal function was restored. The patient was stable with no adverse consequences.